Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement camera polaris spectra system control unit (scu) shipped to site 10/19/2016. Medtronic investigation of returned suspect device finds that the scu powered-up without any issues, however, a check of the event log revealed a long history of intermittent strober error. When the strober error would occur, the fault light would be lit and the scu would no longer function. As the scu recovered, the communication would re-establish. Internal strober error, system fault code, electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system had a damaged camera. There was no connection error with the polaris spectra system control unit (scu). No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: device part number and UDI corrected. Correction: device manufacturing date corrected.